Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) service center in (B)(4). The subject neopuff was visually inspected by qualified fph service engineer. Our analysis is accordingly based on the service report and photograph provided by the fph service center. Result: visual inspection of the supplied photograph revealed a damaged maximum pressure valve adjustment knob. A lot check revealed no other complaints of this nature for lot number 111026. Conclusion: it is most likely that the physical damage to the maximum pressure valve adjustment knob was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. We note that the subject neopuff is approximately 5 years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff has been repaired at the fph service center, and was returned to hospital service after passing the performance check specified in the neopuff technical manual.

Event description:
A hospital in (B)(6) reported that the pressure of an rd900aeu neopuff infant resuscitator could not be adjusted when the knob was turned. Service was requested. This was observed before patient use.

Manufacturer narrative:
(B)(4). We have recently received the complaint rd900aeu neopuff infant resuscitator from the hospital at our service center, to determine if the device had a malfunction which caused or contributed to the reported event. We will provide a follow-up report once we have completed servicing and our investigation.

Event description:
A hospital in (B)(6) reported that the pressure of an rd900aeu neopuff infant resuscitator could not be adjusted when the knob was turned. Service was requested. This was observed before patient use.